Event description:
Pump was returned to animas. Evaluation revealed an out of calibration force sensor. This report is made based on evaluation results.

Manufacturer narrative:
(B)(6) 2011. (B)(4). The pump was returned to animas and evaluated by product analysis on (B)(6) 2011. During evaluation the force sensor was found to be out of calibration and contamination was found on the force sensor.